Manufacturer narrative:
(B)(4)

Event description:
During a pulmonary vein isolation procedure, an injury to the phrenic nerve occurred. During the procedure with a tacticath quartz ablation catheter, the phrenic nerve was not captured prior to ablation and ablation was continued. Following the procedure, the patient exhibited injury to the phrenic nerve but no intervention was required. No symptoms were noted during the procedure. The patient condition has improved; however, phrenic nerve palsy is still present. There were no performance issues with the catheter during the procedure.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. Review of the log files revealed the device functioned as intended and there were no contributing anomalies. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause of the reported phrenic nerve injury remains unknown. Per the IFU, phrenic nerve injury is a known risk during cardiac ablation procedures.